Event description:
During a remote follow up, episodes of myopotential oversensing resulting in pacing inhibition were observed on the device. Technical support was contacted and reprogramming was recommended. Reprogramming of the device was performed to resolve the event. The patient was stable.